Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting fse confirmed the malfunction as the pdu was faulty and there was no power supply in the ny in m cabinet and the power supply exhibited voltage at its input, but there was an absence of voltage at the output. To resolve the issue, fse suggested to replace pdu unit. Pdu was replaced by the third-party engineer and the system was returned to use in good working order. The codes were updated based on investigation outcome.